Event description:
It was reported patient underwent total hip arthroplasty (B)(6), 2000. Revision procedure performed (B)(6), 2012 due to liner wear. The head and liner were removed and replaced.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur, under possible adverse effects; wear and/or deformation of articulating surfaces. This report is number 1 of 1 mdrs filed for this event (reference 1825034-2012-00191).